Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the general surgery was completed using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not working. Per the information collected, the wi-fi indicator on the footswitch was red the battery indicator was green, which indicates that there was an error in the wireless connection. The fse replaced wireless footswitch and the base station. The wireless footswitch was returned to philips for further analysis. The analysis confirmed the fault was due to an electronic defect. After the replacement, the system was returned to use in good working order. The investigation was unable to associate the reported issue with any ongoing fsca. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch was defective. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.